Event description:
Over a relatively short period of time, there have been three reported occurrences at "xxxxxxxxxx" of patients receiving higher than intended rates of medications due to an unintended free flow of an infusion being administered. In each case, the infusion was found to be inadvertently running without an infusion pump. All patients required additional treatment in response to these errors, however, no significant harm was noted in any of the cases. Event 1: patient received a bag of heparin 25,000 units/500 ml over one hour in error. The nurse caring for the patient was hanging a bag of ceftriaxone at the same time, which they did not run on an infusion pump per general practice as it was perceived to be a "low risk" med and that pumps in the area were hard to find. The rn confused the two infusion lines and had the ceftriaxone running through the infusion pump programmed for heparin, and the heparin infusion running to gravity. Noted that bag ran too fast, patient administered protamine. Event 2: propofol so ml infused as an unintended bolus when rn undamped the line but did not realize the infusion line was not connected to the infusion pump. This event occurred in the emergency department under a high level of stress due to multiple traumas coming in and nursing resource circulating in the area helping with patient care. The nurse who delivered the propofol bolus was jumping in to assist in starting medications in order to get the patient off to CT scan within the window for treatment on debriefing, rn reported that they did not follow the same steps for setting up the infusion and tracing lines that they may have if they were the primary nurse for the patient. Event 3: patient received a bolus of phenylephrine infusion in the operating room during surgery. The anesthesiologist noted a sharp increase in patient blood pressure and upon surveying the pumps found the bag to be undamped and running outside of the infusion pump. The infusion pump had been alarming for "air in line", and in an effort to clear this alert the user removed the line from the pump. They neglected to replace the line into the pump following clearing the air and the infusion ran in a free flow condition. Error resulted in increased pt monitoring; no pt harm. (B)(4).